Manufacturer narrative:
Batch review performed on 30 october 2017. Lot 155964: (B)(4) items manufactured and released on 28 december 2015 . Expiration date: 2020-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 november 2017 the medical affairs director performed a clinical evaluation and commented as follows: immediate postoperative revision surgery due to dislocation. Radiographic image provided shows the dislocation of the bipolar head from the acetabulum. The initial position of the prosthetic components cannot be properly assessed having a single x-ray projection. Factors that can be related to this event may include traumatic events during patient mobilization, suboptimal implant position, status of soft tissues and muscular structures. On the basis of available information, there is no reason to suspect a faulty device.

Event description:
Patient dislocated whilst in recovery and returned to theatre 2 hours later to revise stem position and modify length of prosthesis. This was done via the anterior approach. Return to theatre was required to revise stem, head and bipolar options. Dislocation was noticed in recovery with routine post op x-ray. All implants were removed and replaced.